Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse wanted to confirm therapy was started well. The water temperature was increasing, so they think so. They had a patient on another arctic sun device but had to change over to this one (s/n (B)(6)). They tried to fill it before they started, but it did not take up any water. Targeted temperature (tt) was 36c, patient temperature (pt) was 34.3c. Water temperature (wt) was 40c, flow rate (fr) was 2.8lpm, water reservoir level (wrl) was 5. Explained the reservoir was full, so it did not take up more water. If water was needed an alert will sound stating such. The device was working to warm the patient to 36c. Water was warm, and flow was good. Stated the first device was removed because it was not heating the patient, they did not have additional details.

Event description:
It was reported that the nurse wanted to confirm therapy was started well. The water temperature was increasing, so they think so. They had a patient on another arctic sun device but had to change over to this one (s/n (B)(6)). They tried to fill it before they started, but it did not take up any water. Targeted temperature (tt) was 36c, patient temperature (pt) was 34.3c. Water temperature (wt) was 40c, flow rate (fr) was 2.8 lpm, water reservoir level (wrl) was 5. Explained the reservoir was full, so it did not take up more water. If water was needed an alert will sound stating such. The device was working to warm the patient to 36c. Water was warm, and flow was good. Stated the first device was removed because it was not heating the patient, they did not have additional details.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. The water temperature was increasing, so they think so. They tried to fill it before they started, but it did not take up any water. Targeted temperature (tt) was 36c, patient temperature (pt) was 34.3c. Water temperature (wt) was 40c, flow rate (fr) was 2.8lpm, water reservoir level (wrl) was 5. Explained the reservoir was full, so it did not take up more water. If water was needed an alert will sound stating such. The device was working to warm the patient to 36c. Water was warm, and flow was good. Stated the first device was removed because it was not heating the patient, they did not have additional details. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse wanted to confirm therapy was started well. The water temperature was increasing, so they think so. They had a patient on another arctic sun device but had to change over to this one (s/n (B)(6). They tried to fill it before they started, but it did not take up any water. Targeted temperature (tt) was 36c, patient temperature (pt) was 34.3c. Water temperature (wt) was 40c, flow rate (fr) was 2.8lpm, water reservoir level (wrl) was 5. Explained the reservoir was full, so it did not take up more water. If water was needed an alert will sound stating such. The device was working to warm the patient to 36c. Water was warm, and flow was good. Stated the first device was removed because it was not heating the patient, they did not have additional details.